Event description:
Normal use of this product allows for multiple passes of needle to obtain multiple specimens. The product would not work for a second pass on 4 different needles from 2 different lot numbers.======================manufacturer response for single use aspiration needle, single use aspiration needle x 4 (per site reporter).======================awaiting response.